Event description:
It was reported that during a routine pulse generator change out procedure, the device went into backup vvi after being exposed to electrocautery. Further troubleshooting could not be performed due to low battery status. The physician had difficulty disconnecting the lead from the device. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device was in backup vvi mode. Electrocautery marks were noted on the device can. The device had reached normal elective replacement indicator (eri). Examination of the header connectors found no anomalies. Test leads could be fully inserted and extracted from both lead cavities of the header and within the allowable force.